Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. A 6.0mmx18mmx90cm express sd stent was advanced for treatment. However, it was noted that the stent came off the balloon. No patient complications were reported.